Event description:
The patient was implanted with a siltex saline mammary prosthesis on 2/19/96. Subsequently, the patient experienced a deflation of the device and pain. The date of explant surgery is unknown for this complaint.